Event description:
It was reported that the pt's device was implanted post use by date. The only product implanted post use date was a metal connector pin. Following the implant, the pt was fine and no interventions were required. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).